Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable pacemaker exhibited no atrial pacing. A revision procedure was therefore performed. During the procedure, it was discovered that the patient's atrial lead that was supposed to be attached to the pacemaker was capped and this ventricular lead was plugged into the atrial port. The physician therefore surgically abandoned this lead. It was noted that the leads had been inadvertently switched this way during a previous lead revision procedure. No adverse patient effects were reported.